Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the ventricular channel. A chest x-ray and isometric testing were recommended. The patient was asymptomatic.